Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the device was evaluated. Electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card. Replaced the power inlet module and ac main voltage circuit card sn (B)(6) with a new power inlet module and ac main voltage circuit card. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR was not required for this complaint. A labeling review is not required because labeling could not have prevented this issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on 12apr2023, device coming in for assessment. Per investigator notification received on 01jun2023, it was reported that the unit was primed to fill, electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on (B)(6) 2023, device coming in for assessment. Per investigator notification received on 01jun2023, it was reported that the unit was primed to fill, electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.